Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that during device evaluation, the gastrointestinal videoscope exhibited the adhesive around objective lens, nozzle, plastic distal end cover, and the adhesive around light guide lens all had foreign objects. However, the device was returned without reprocessing due to other (non-reportable) defects. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the adhesive around objective lens, nozzle, plastic distal end cover, and the adhesive around light guide lens all has foreign objects. There were no reports of patient involvement.